Event description:
It was reported the device exhibited a blank screen and alarm will not shut off. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found no exterior damage. The device's event history log was unable to be retrieved due to the alarming blank screen. To conduct functional testing, the device was powered up. Upon review, the reported problem was duplicated. It was determined the reprogramming was incomplete by the customer. To address the issue, the software was uploaded then passed all functional tests. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown.